Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional reported left side "deflation" and "implant removal from textured to smooth due to the concerns of the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in anterior side assessed, as surgical damage. And observed, opening in posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Brown particles observed, outer the device. White calcification observed, in the surface of the shell.

Event description:
Healthcare professional reported, a left side implant exchange. With no complaint against the device. Healthcare professional reported, left side "deflation". And "implant removal from textured to smooth, due to the concerns of the product". Device has been explanted.